Manufacturer narrative:
A visual analysis of the returned gemini basket was performed. The basket was received contained within the original packaging. Following a detailed device analysis, a hole in the clear packaging was noted in the device packaging/pouch which caused a seal breach. The opening appeared to have been cut as the cut was straight, without any jaggedness, and the opening was approximately in the middle of the pouch, and was in a semi-linear fashion. The hole was approximately 20cm in length. Therefore, the most probable root cause for the hole/tear in the device packaging is ¿handling damage¿. A review of the device history record (DHR) was performed and no issues were identified which might have caused or contributed to this complaint.

Event description:
A complaint was reported to boston scientific corporation on a gemini basket occurred last (B)(6) 2013. According to the complainant, during unpacking they noticed that the packaging was open making the sterility of the device compromised. It was confirmed that no damage was noticed to the shipping box. There was no patient involved in this event.

Event description:
A complaint was reported to boston scientific corporation on a gemini basket occurred last (B)(6) 2013. According to the complainant, during unpacking they noticed that the packaging was open making the sterility of the device compromised. It was confirmed that no damage was noticed to the shipping box. There was no patient involved in this event.